Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Results of investigation: the carefusion field service engineer reported to have evaluated the suspect device on-site. The fse confirmed the customer's reported issue and replaced the touchscreen assembly. The fse reported the unit was also overdue for preventative maintenance (pm) with the unit out of specifications. After replacement parts and performing the user verification test/operational verification procedure; the pm was complete. The fse reported the unit meets service specifications. The suspect uim was received in carefusion's failure analysis laboratory and evaluated. They were able to duplicate the reported issue and isolate the root cause to fluid ingress within the component. This issue will be internally investigated within carefusion.

Event description:
The customer reported while using the vela ventilator; the touchscreen would not respond to touch. The customer reported the screen looks visually separated with some type of fluid in between the panel assembly. The customer reported no patient involvement is associated with the event.